Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. . All information reasonably known as of 13apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units. This is the first of two reports. Refer to 9611594-2018-00055 for the second report. It was reported that there were two incidents of a patient biting through the endotracheal tube's cuff pilot lines. No additional information was provided.

Manufacturer narrative:
Halyard health received a used sample. No product packaging was received. The product did not contain a lot number identification. The blue inflation line is severed at approximately 4cm from the point of insertion into the endotracheal tube wall. The severed ends were jagged and compressed. When viewed under magnification, the appearance was consistent with teeth marks. The outer surface was rough and jagged cuts on the outer wall were observed. No root cause can be determined attributable to the failure mode reported. Per sample evaluation the blue inflation line is severed at approximately 4cm from the point of insertion, the appearance is consistent with teeth marks. All information reasonably known as of 21-may-018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.